Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Distal tip split and folded inward. Liner bunched and partially delaminated at the tip. Soft tip damage. Scratches along sheath shaft and tip. C-marker remains attached. Sheath shaft curved. Remainder of liner fully expanded as designed. Kink on sheath approximately 15cm from distal tip. Delivery system inflation balloon bunched distal to crimped valve. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed through returned device evaluation. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. In this case, ''there were extreme difficulties to load the valve on the delivery system balloon at the descending aorta. After many attempts it was able to position the valve but the balloon was not able to be inflated. The device was removed.'' As per evaluation of the returned devices, the delivery system balloon was torn and the esheath distal tip was split. In addition, the sheath liner was bunched and partially delaminated at the tip, there was minor soft tip damage, scratches were noted along the sheath shaft and tip, the sheath shaft was slightly curved, and there was a kink on the sheath approximately 15cm from the distal tip. The delivery system inflation balloon was also bunched at the distal end, distal to the crimped valve. Per the training manual, ''a crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve.'' It is possible that the thv with larger profile was caught on the sheath tip and lead to the split during thv retrieval into the sheath. In addition, since the delivery system balloon was torn, fluid may have entered the balloon and contributed to a larger profile, which could also lead to the sheath tip split. Sheath shaft scratches can indicate presence of calcification in the access vessel, while sheath shaft curvature may indicate presence of tortuosity. Calcification and tortuosity can subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the devices. Calcification can create a constrained condition during sheath insertion, where sharp nodules of calcification can interact with the sheath tip directly and lead to the reported split. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of crimped valve, withdrawal of torn/burst balloon) may have contributed to the complaint event. However, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case 29 mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, there were extreme difficulties to load the valve on the delivery system balloon at the descending aorta. After many attempts, it was able to position the valve but the balloon was not able to be inflated. The device was removed and another was prepared and successfully implanted. There was no harm to the patient and the patient is in stable condition post-procedure. As per preliminary decontamination observation esheath distal tip split was noted.